Event description:
It was reported that the procedure was to treat a mildly calcified, concentric, 90% stenosis in the proximal circumflex (cx). The 3.5x8 mm rx trek balloon catheter was advanced for pre-dilatation; however, the pressure of the indeflator did not rise, during one inflation at 10 atmospheres. The rx trek was removed from the patient anatomy and an attempt to inflate the balloon; however, a balloon rupture was observed. A non-abbott balloon was used and the procedure was successfully completed. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.